Manufacturer narrative:
(B)(4).

Event description:
It was reported that dexcom application crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.